Manufacturer narrative:
An in-depth investigation was conducted and determined that the cause of the tubing not staying clamped was attributed to the tip (point) of the clip. The tip is seated within the "teeth" of the clip to keep the clip engaged/closed. As the tip was not sharp/pointy enough, this allowed the tip to detach from the teeth resulting in the reported issue. The supplier was made aware of the complaints associated with this issue. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that their endo smartcap tubing was coming unclamped even if the clamp was on the tightest setting. No report of injury or procedure delay.